Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implanted procedure and attempting to implant this right atrial (ra) lead no problems were observed when it comes to electronic measurements and the lead was implanted successfully. It was noted that prior to closing the wound loss of capture was see in the ra lead, and no dislodgment was seen on x-ray. A decision was made to replace the ra lead, but it was not possible to retract the helix of this lead. After more than thirty turns the ra lead was extracted with the helix fully retracted. It was not possible to insert a stylet into the ra lead, thus a new lead was used with no further complications. This lead was returned for analysis. No adverse patient effects were reported.